Event description:
Pt in surgery for laparoscopic cholecystectomy and intra-operative cholangiogram. During closure of midline abdominal incision, a 3-d vicryl needle broke in the incision. Fragment retrieved in its entirety. Measured against new needle. Surgeon aware. No harm to the pt.